Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure unrelated to the device, the magnet slipped off of the patient and the device delivered an inappropriate shock. No further information is available.